Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305856. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: it's noticed that leakage at the connection site between needle and ext. Tubing during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: it's noticed that leakage at the connection site between needle and ext. Tubing during priming.